Event description:
It was reported the asymptomatic patient received an alert for high, out of range hv lead impedance. The out of range measurements could not be reproduced with in-clinical testing. The patient will continue to be monitored.

Event description:
New information received notes that the lead was capped and replaced. Patient had no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.